Event description:
Facility reports that while transferring a pt from geri chair to bed that they heard a popping sound and the lift strap dropped suddenly, dropping the pt to the floor.

Manufacturer narrative:
Information provided mention that the sling was attached to the "safety clips" not the sling bar. It is not likely that the pt would drop to the floor if only the strap came out of the lift. It is more likely that the strap was not correctly attached to the sling. In our instruction guide, we clearly state that: "although liko's slingbars are equipped with safety latches, particular care should be taken. Before the pt is lifted from the underlying surface, but after the straps have been fully extended, make sure the straps are properly hooked to the slingbar." If the instruction guide is followed, this kind of incident is not possible.